Manufacturer narrative:
A customer in (B)(6) is alleging multiple discrepant results using the cobas® sars-cov2 assay. 26 patient samples were initially released but there is no alleged harm. An investigation identified no product issues. An investigation identified no product problem but identified several potential root causes of the customer allegation. Many of the patient samples were near the limit of detection and some indicate a possible mutation at the target regions or the possibility that the patient had an infection with a different sarbecovirus. Additionally, sample handling and preparation not recommended by the manufacturing instructions could account for the discrepant results. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6) alleged the generation of multiple intra-assay result discrepancies during the use of the cobas® sars-cov2 assay. 26 samples were released and no harm was alleged. As such, 26 mdrs will be filed, one for each alleged discrepant patient sample per FDA guidance. The patient samples were collected in various mediums including utm and enat, produced by (B)(6) and transferred to the laboratory within 24 hours. In the laboratory the samples are vortexed the primary tubes loaded directly onto the cobas 6800 without transfer to a secondary tube. The samples are then stored in the refrigerator at 2/8 °c and then retested if the medicals reporting different covid-19 symptoms, respect to the diagnostic result or the result of a second swab was different from the result of the first test after a few days. According to manufacturing instructions, any sample collected in the primary tube should be transferred to a barcoded secondary tube which should then be used on the instrument and refrigerated samples should be brought to room temperature prior to use. The aforementioned samples that generated discrepancies upon retest (including the ones that were stored refrigerated and then retested) obtained CT values that suggest sample concentrations that are either near or below the limit of detection (lod) of the assay. This is further supported by the late CT values that the alleged samples produced during the initial and/or retests. In cases of samples at the lod, the results are expected to waver between positive and negative between replicates tested. In addition to lod results, samples that generated negative results in target 1, may also suggest a mutation in the target 1 target region in the oligo binding sites, or an infection with some other sarbecovirus. And, samples that generated negative results in target 2, may also suggest a mutation in the target 2, target region. Lastly, the customer issue might be a result of sample handling and preparation. Reliable results depend on proper sample collection, storage and handling procedures. Detection of sars-cov-2rna may be affected by sample collection methods, or stage of infection.